Event description:
The customer reported a vent inop condition due to an air valve liftoff failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Date information received on 03/03/2017. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Bad hall effect sensor ha, hb & hc created the blower not to function & the reported complaint of air valve liftoff failure vent inop 1012 was duplicated.